Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead has high elevated thresholds. The ra lead remains in use and the physician is continuing to monitor the patient. No patient complications have been reported as a result of this event.